Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) reviewed the latitude data and stated that over the last 28 days, the average shock impedances were greater than 90 ohms and less than 150 ohms. Boston scientific representative stated that these impedance measurements were increasing gradually. Ts recommended to continue with routine follow-up. This lead remains in service. No adverse patient effects were reported.